Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed as the reported allegations of infection with sepsis were known inherent risk of device. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that this right ventricular (rv) lead had an infection. Reportedly, there were contamination issues in the terminal end of the lead. The patient was treated with intravenous antibiotics. A revision was performed and the right ventricular (rv) lead was explanted. Additional information received from the field representative indicates that there was no contamination. No additional adverse patient effects were reported.